Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for post operation in clinic check. Device interrogation revealed the pacemaker was failing to capture and pace on the right ventricular and left ventricular ports and caused multiple pauses. The device was explanted and replaced. Patient was stable post procedure.